Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was issue with needle retraction failure. It was stated the device was ¿used on patient, the needle didn't retract.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was issue with needle retraction failure. It was stated the device was ¿used on patient, the needle didn't retract.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review could not be performed as the lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used iag/bc 20ga unit from unknown lot number. The unit consisted of the needle/safety barrel assembly and needle cover. Visual/microscopic examination: observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the nose of the hub. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful, the damage observed on the hub inhibited on full retraction. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit. The returned unit displayed damage to the hub component. This damage inhibited a full retraction of the needle into the barrel upon activation. The hub load station in zone 3 has the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the hub guide inadvertently contacts the hub and causes the damage observed in the complaint sample. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was issue with needle retraction failure. It was stated the device was ¿used on patient, the needle didn't retract.¿ there was no report of injury or further medical intervention.